Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/02/2019. The following corrected information was received: the suture was not broken, the fixation tab of the device was broken.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis a labeled winding former and a dispensed needle/suture of product code sxpp1a404. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slight marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and a side of fixation tab broken was noted. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿the suture was broken during continuous suturing¿.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and barbed suture was used. The suture was broken during continuous suturing. Further details were not provided. There were no adverse consequences to the patient.